Event description:
Patient called and reported experiencing alarm on pump with "no disposable, pump won't run" - I advised that cassette might be the issue and asked patient to connect cassette to back up pump. Once connected to back up pump, same alarm. Patient said she mixed yesterday and no issues with pump/cassette until right now. I advised mixing new cassette but she said she was in the car on the way to her md appt (1.5 hrs away from home) and had supplies but not drug with her. She said her md works out of the hospital and has remodulin. She was about 10-15 mins away and I said to let them know she needs remodulin, so she can make a new mix now. Advised her to call back later so we can send more cassettes and supplies, etc. Patient was unable to provide sn of cassette at time of call. Called ER and spoke with rn to give current dosing info. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? No; if no, what was the pt instructed to do in able to continue their infusion? Access drug at hospital asap. Is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.